Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mmx8mm emerge" balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another emerge" balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There are numerous shaft kinks. The tip is damaged. Microscopic examination of the balloon revealed a pinhole at the markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mmx8mm emerge balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another emerge balloon catheter. No patient complications nor injuries were reported.